Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® voluma¿ xc into the cheeks and marionette lines. A little over a month later, patient had 0.8mls of juvéderm® volbella¿ xc injected into their lips. Nearly six months after the recent injection, patient developed nodules in all injected areas. Patient also experiencing swelling and tenderness in the areas. Nodules were considered inflammatory by healthcare professional. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-48762). This emdr is being submitted for first injection, juvéderm® voluma¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information: additional details received noting that two weeks after onset, patient presented to injector with swelling, erythema, tenderness, and multiple firm nodules on the lips and cheeks. Patient was then prescribed clindamycin 300mg tid x 14 days, ciprofloxacin 500mg bid x 14 days, prednisone 50mg q day x 7 days. There was improvement in the swelling and edema, but nodules remained unchanged. About a week later, 1ml of hylenex was injected into the mid cheek and 1ml into the lips. Patient experienced extreme swelling after this. Two days later a treatment plan of doxycycline 100mg bid x 14days; prednisone taper 60mg once daily x3 days, 40mg once daily x3 days, 20mg once daily x3 days, 10mg once daily x 3 days was started. As of about a week and half later, the swelling and erythema resolved and the nodules un the cheeks resolved, however, nodules remained in the lips. The next day, patient was started on a course of doxycycline 100mg twice daily x 14 days, lisinopril 5mg daily x 14 days; pepcid bid x14 days, claritin bid x 14 days. Three days later, new nodules appeared in the right lower chin. Nodules were palpable, but not visible. The lip nodules have remained unchanged. Patient still seeing healthcare professional and event ongoing.